Event description:
This is a (B)(6) female patient who was admitted with l-acom, size 4.5*3.3mm. The surgeon felt obstruction when advanced the 637mf3575 into the mid of the prowler mc. And ultimately the coil could not be withdrawn from the mc. The surgeon had to withdraw both the coil and mc and changed with new ones to complete the procedure. No adverse event occurred. There were no damages suspected to the coil system and/or mc such as unintended detachment, stretched, break, separation, kink or other damages after coil got stuck in the mid of the mc and had to be removed. Also no damages noted after removal. No difficulties were noted during prep.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15742439 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product evaluation is anticipated but is has not begun yet thus additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported adverse event/malfunction in which associated manufacturer report numbers are 1058196-2013-00218 and 1058196-2013-00219.

Manufacturer narrative:
During treatment of a 4.5x3.3mm left anterior communicating (acom) aneurysm obstruction was encountered in the middle of the prowler select lpes (606s155x/15635030) microcatheter (mc) when advancing the 3.5x7.5 trufill orbit mini complex fill coil (637mf3575/15742439). Ultimately the coil could not be withdrawn from the mc requiring withdrawal of both the coil and mc. The coil and mc were exchanged for new ones to complete the procedure. No adverse event occurred. There were no damages suspected to the coil system and/or mc such as unintended detachment, stretched, break, separation, kink or other damages after coil got stuck in the mid of the mc and had to be removed. Also no damages noted after removal. No difficulties were noted during prep. A review of the manufacturing documentation associated with this orbit lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile orbit mini complex fill 3.5x7.5 system was received coiled inside of plastic. A non-sterile prowler select lp-es 150/5 cm microcatheter (mc) was received in the same plastic bag. The orbit device was inspected and the following was found: the hypotube was inspected and it was found kinked. The introducer was received zipped and no damages were noted on it. The support coil and gripper were fond without damage while the embolic coil was found stretched/kinked in knot condition. For the prowler mc: no obvious damages were noted on it. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched/kinked in knot condition. The od from the delivery tube was measured and was found within specification. The functional testing for advancement of the orbit via the mc could not be performed due to the condition of the embolic coil. The returned mc was inspected and no damages were noted on it. The ID of the mc was measured and was found within specification. The received mc was flushed using a lab sample syringe (nipro) and after that a 0.014¿ a guide wire cordis lab sample was attempted to be introduced into the mc; however, it was not possible to advance the guide wire through the mc. After that the received microcatheter was cut at 75cm from the hub and the residues of dry blood were expulsed from the cut section. The inability to advance the guide wire was due to blockage from the dried blood within the mc. Functional testing could not be performed with the returned orbit system due to the received condition; however, obstruction of the returned prowler mc, which was due to dried blood in the inner lumen, was confirmed. Based on the analysis it appears that the procedural factor of not maintaining an adequate flush through the mc, as outlined in the orbit and prowler instructions for use, was the likely cause of the inability to advance the orbit system. The timing and cause of the stretching of the orbit cannot be definitively determined, it is possible that it occurred due to resistance within the mc; however, it was reported that the device was not damaged after removed from the patient and therefore, it is possible that the damages are related to post procedural handling. With review of the analysis and device history records there is no indication of a relationship of the reported event or findings of the analysis to the manufacturing process. Additionally inspections are in place to that damaged devices from leaving the manufacturing facility. Procedural factors addressed in the instructions for use appear to have contributed to the event. Therefore no corrective actions will be taken at this time. This is one of two products involved with the reported adverse event/malfunction in which associated manufacturer report numbers are 1058196-2013-00218 and 1058196-2013-00219.